Event description:
It was reported that there was insulation damage. When doing a fluoroscopy prior to the case, the electrophysiologist fellow noticed that the right ventricular (rv) lead had some insulation wear in the area under the clavicle. The lead was capped and replaced. No patient complications have been reported as a result of this event.